Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the mid lad which was reported to be a chronic total occlusion. The lesion was successfully pre-dilated. During delivery the stent became entrapped upon heavy calcification. As the physician attempted to withdraw with significant tension, the delivery catheter fractured. The patient had to go to the operating room for surgery to have it removed. The patient is reported to be doing well. Evaluation summary: the device was received with the procedural guidewire and guide catheter. The guidewire was still loaded in the guide catheter. There were numerous kinks evident along the hypo tube. The transition shaft was kinked and stretched and had detached 20.5cm distal to the hypo tube bond. The transition shaft detachment site was jagged and stretched. On withdrawal of the guidewire from the guide catheter the distal end of the transition shaft and a section of the distal shaft were found on the wire. The distal end of the transition shaft was measured at 7.7cm from the detachment site to the guidewire entry port bond. The distal shaft had detached 12.6cm distal to the guidewire entry port bond. The distal shaft detachment site was jagged. The overall guidewire length was measured at 155.7cm. There were numerous kinks along the guidewire. The distal coiled section of the guidewire had detached. The overall guide catheter length was measured at 98.2cm. There were kinks evident along the guide catheter and the distal tip had detached. The detachment site was oval and jagged.

Manufacturer narrative:
Evaluation codes results: patient's condition affected effectiveness of device-heavy calcification, caused the initial issue with crossing and the stent becoming stuck within the vessel. Deformation problem- detachment of device; related to operational context-detachment has most likely occurred due to the attempts to remove the device from the vessel. Conclusion: device failure/lack of effectiveness related to patient condition-heavy calcification, caused the initial issue with crossing and the stent becoming stuck within the vessel. Operational context caused or contributed to the event -detachment has most likely occurred due to the attempts to remove the device from the vessel. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Coronary artery bypass grafting carried of the lad carried out required in treatment of the previously reported event.